Event description:
It was reported that during a ptca procedure, the wire tip separated from the shaft. No attempts at retrieval were made and the tip remains in the patient. Patient status is listed as "okay".